Manufacturer narrative:
It was reported that the stent did not extend even 2 days later. There were no patient complications as a result of this event. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Biliary structure where stent was implanted is narrow and curvy. It can be difficult to expand due to pressure generated by patient's lesion. However, it is impossible to identify the exact root cause since there was insufficient procedure information at that time and no patient's info. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. However it was reported that the relevant device was not removed yet from the patient. Thus, it is hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. Based on the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Since there was no problem at device history record, it is difficult to judge as expansion failure caused by device malfunction. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
It was reported that the stent did not extend even 2 days later. At that time, no additional treatment was required, but it seemed that there was a possibility that balloon expansion might be required. There were no patient complications as a result of this event.